Event description:
It was reported that the customer's insulin pump was physically damaged. The insulin pump was chipped and the plastic part came off completely. The customer reported that the damage to the insulin pump was caused by a vehicular accident. He/she was driving at the time of the accident and his/her blood glucose level at that time was 54 mg/dl. He/she was hospitalized on (B)(6) 2014 because of his/her car accident. His/her most recent blood glucose level was 196 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, self test, and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Unit was unable to prime during prime/a33 test due to faulty fsr. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Unit had broken battery tube threads, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.